Event description:
It was reported that the nurse was not alerted to a critical drop in the patient blood pressure. The device does not have the extreme pressure alarm enabled by default. The customer was requesting assistance in turning the alarm on. No other clinical information or medical intervention was reported. Additional information was received, and it was clarified that the patient experienced an arrest as a result of the medication drip running out. The device was not configured to have a red alarm for extreme pressure with ibp. It is unclear if the yellow alarms were present for the low pressure at the time of the event. The logs are not available for the device. There was no allegation of device malfunction or contribution. Based on the information provided, this device event meets the criteria for serious injury.

Manufacturer narrative:
Philips remote service personnel (rsp) reported they are supporting the customer in their efforts to change clinical configuration with extreme alarms and request to standardize clinical configuration in critical care units at the hospital. The customer would like to enable invasive blood pressure (ibp) extreme alarms to have a high level of alarming for ibp, moving forward. It was noted the hospital's monitors are quite old with rev k installed, but it is unknown which version. This will have to be confirmed, so alarming can be enabled. The hospital is in the process of replacing their older monitoring fleet with new equipment. A good faith effort (gfe) response indicated the patient¿s vasopressor IV medication ran empty, and bp tanked, which led to the patient arrested. The registered nurse (rn) did not notice the medication run out and did not get alerted by the alarms as configured by the user. Philips requested logs for further investigation; however, they could not be obtained since the issue occurred (B)(6) 2024. Philips worked with the customer to address the requested configuration changes. Based on the information available in the case, the cause of the reported problem was confirmed to be clinical practice. The reported problem was confirmed. The device worked as configured and designed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.